Event description:
Complainant alleged that during a routine shift check by a clinician, the device did not receive the signal from the defibrillator when used with a simulator. The complainant indicated that there was no pt involvement in the reported failure.